Event description:
The event description was blank. 06/28/1999 it was reported the device was difficult to remove. Another cdh33 was used to complete the case and there was no consequence to the patient.